Event description:
It was reported that the patient presented to the clinic for a follow-up. It was reported that the right ventricular (rv) lead exhibited a rise in pacing impedance and oversensing noise, resulting in pacing inhibition. It was noted that the right atrial (ra) lead previously exhibited a rise in pacing impedance and oversensing noise, resulting in an inappropriate mode switch. Programming changes were performed to the ventricular sensitivity on (B)(6) 2026. However, the ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.